Event description:
It was reported that prior to starting a da vinci si surgical procedure the fenestrated bipolar forceps instrument tips would not align and the cables were noted to be frayed at the distal end of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed that the one grip was bent, causing side-to-side misalignment of the grips. There was a .055 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and the pulley cover at the glue joint, however the likely cause of the bending remains overloading at the tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.